Event description:
The patient was brought into the electrophysiology lab for defibrillation threshold testing (dft). All four dfts were high/failed; the ventricular tachycardia (vt) and ventricular fibrillation (vf) did not convert. There was persistent low shock impedance and it was also noted that there appeared to be an insulation breach distal to the yolk. The physician elected to cap this right ventricular (rv) lead and a new rv lead was successfully implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).